Manufacturer narrative:
The astral device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault (sf188) error message due to a faulty pneumatic block. The pneumatic block was replaced to address the issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf188) error message. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs and performance testing confirmed the reported system fault error message (sf 188). The investigation determined that the reported event was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).